Manufacturer narrative:
Implanted 11/2/2004, explanted: unknown. Programmer: model # 8840, lot # unk; software card :model 8870, lot# unk. Medtronic became aware of a potential software issue on (B)(6) after analyzing a returned pump and has filed an MDR report for this device on (B)(6) 2011. Preliminary engineering analysis indicates that there may be a scenario in which a patient's pump may display an erroneous "schedule to replace the pump by" date on the model 8840 programmer or printed strip. Medtronic has identified 10 patients with pumps that may exhibit this display error in (B)(6) 2011 and is in the process of notifying these patients or the physicians following them. The first notification occurred on (B)(6) 2011. The investigation of this issue is ongoing which may result in the identification of pumps that may exhibit the display error after the month of (B)(6) 2011. Thus, notification of additional patients or the physicians following them is a possible outcome of the company's ongoing investigation. This correction report is being made pursuant to 21 cfr 806.10(f).

Event description:
When the synchromed ii pump reaches its end of service (eos), it is designed to automatically stop infusing drug and will sound the critical two-tone alarm. Approximately 90 days before eos, the elective replacement indicator (eri) occurs and the non-critical single-tone alarm sounds. After eri occurs, interrogation of the pump with the medtronic programmer will show the "schedule to replace the pump by" ("replace pump") date. In some cases when the eos date falls on the first day of the calendar month, it is possible that a software error may cause the programmer to display an incorrect or undefined replace pump date. It was reported that the noncritical alarm for the pump elective replacement indicator (eri) occurred on (B)(6) 2011. The programmer strips indicated: "schedule to replace the pump by". It was reported that the date was correct in the programmer. It was later reported that the patient, who was in hospice with copd (chronic obstructive pulmonary disease), expired on (B)(6) 2011. It was reported that the pump continued to function through the date of the patient's death. The pump contained morphine 25 mg, at a dose of 1.2 mg/day. The health care provider did not know the disposition of the pump. Medtronic has contacted the hcp to request that the pump be returned.

Event description:
Several attempts to obtain additional information were made by the manufacturer. The pump managing physician, primary care physician and hospice were contacted. The patient's pump was alarming but the physician elected not to replace it. It was confirmed that the patient was being treated for copd in home hospice. The patient's wife was a nurse and he was on oxygen. The pump was not explanted. The reporters indicated that they believed that an autopsy was not performed. A death certificate was not available.